Event description:
A technician reports tracking difficulties during bilateral refractive surgery on a pt with very dark pupils. This report is for the left eye, the right eye is being reported under MDR #1061857-2009-00004. The system lost track at 25% into procedure on the left eye. The procedure was aborted and rescheduled for the following week. The remaining procedure was performed without difficulty and the surgeon stated there was no harm/injury to the pt. Pt's bcva pre-op was 20/25, post completed procedure, ucva was 20/25. The pt was reported to be very happy.

Manufacturer narrative:
Determination of root cause: assessment: although the field service engineer (fse) could not duplicate the reported difficulty, the territory manager (tm) verified the reported event through the instrumentation files. While onsite, the fse verified that the tracker operation and alignment were within specifications. The pt's pupil diameter was 6.7 mm, which is below the labeling range for tracking (between 7mm and 11 mm). The tm visited the site and discussed pupil size requirements for the tracker. The operator stated they understood the labeling requirements of the tracker system. Conclusion: based on the results of the investigation, the device was found to be operating within specifications. The root cause of the event was due to pupil diameter lower than the labeling requirements. This report was mailed to FDA on: 03/20/2009.